Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin, and remained static at 90 units. The customer's blood glucose level was 124 mg/dl. During a follow-up with tandem technical support on 7/17/2017, the contact confirmed that the fill estimate issue had been resolved.